Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the patient¿s driveline could not be confirmed as no images were submitted depicting the damage. A specific cause for the reported event, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined from this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the log files; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 06oct2010. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Driveline evaluation requested on an 11 year old pump. The patient had no alarms. The driveline appeared to have cosmetic areas of rescue tape applied.